Event description:
It was reported that during a laparoscopic gastric bypass, the physician attempted to create the gastrojejunostomy. To do so, he needed to remove the blue ancillary trocar from the ecs21 anvil. While attempting to do so, the blue ancillary trocar broke and physician could not remove it. Physician then had to open the pt which changed the procedure from a laparoscopic case to an open case. Extended or time and hosp stay a day.